Manufacturer narrative:
The patient is (B)(6). An event regarding tibial component loosening involving a scorpio tibial baseplate was reported. The event was confirmed. Inspection of the returned component was unremarkable. The device was in good condition with no gross damages noted. Review of the provided revision operative reported confirmed the reported tibial component loosening. The records were presented to a consulting clinician who deemed them insufficient to provide a meaningful dictation. Post-primary x-ray images of the patient's knee would be required to comment on this case. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Review of the provided revision operative reported confirmed the reported tibial component loosening; however, they were insufficient to determine a root cause. X-ray images of the implanted components would be required to evaluate this case.

Event description:
It was reported that the surgeon revised a scorpio total knee due to tibial tray loosening on the afternoon of (B)(6). Surgeon noted during case that the tray did not bond to cement. Patient was revised to a triathlon ts.

Event description:
It was reported that the surgeon revised a scorpio total knee due to tibial tray loosening on the afternoon of (B)(6) at (B)(6) medical center. Surgeon noted during case that the tray did not bond to cement. Patient was revised to a triathlon ts.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown tibial tray. When completed, the evaluation summary will be submitted in a supplemental report.